Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2021, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that after the tubing replacement with a new stoma site, the patient experienced an abdominal wall infection with fever, redness and drainage at the stoma site. On (B)(6) 2021, the patient was hospitalized for two days due to the abdominal wall infection and was treated with intravenous and oral antibiotics of keflex and doxycycline.